Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: addrl1, ipg; implant: (B)(6) 2011. (B)(4).

Event description:
It was reported that a patient presented after a syncopal episode. A remote monitoring report was evaluated and intermittent undersensing was observed on the right atrial (ra) lead during an atrial arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.